Event description:
It was reported that a st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the procedure the physician had difficulty implanting a closure device due to the patients anatomy. The physician used three closure devices and two access sheaths and need to perform the transseptal puncture a second time. While performing the transseptal puncture when the physician crossed the septum it was noted that the patient had experienced an st segment elevation. The patient was monitored until the st segment elevation resolved itself. The procedure was ended and no closure device was implanted in the patient. The patient fully recovered and was doing fine following these events.